Manufacturer narrative:
Permobil received a voluntary medwatch report, mw5147992, submitted by the end-user. The end-user claims to have had multiple occasions where the e2 tic watch would fail to respond to a double tap command to stop, and the device continued to operate. The reporter claims to have received the market correction letter, updated to the latest version as per instruction, and had continued to have issues of failure to disengage. Reports having swapped over to an apple 4 watch and claims having the same issue. The end-user did not provide the s/n to identify the specific device in the report, therefore permobil cannot confirm the product. Permobil has been unable to establish contact with the end-user with the information provided, thus is unable to identify the device in question to verify the claim as presented. Currently, permobil is unable to confirm the claim, thus unable to reach a determination as to possible root cause without speculation. Permobil will continue in their attempts to establish contact, and if any new information is received, a follow-up report will be submitted.

Event description:
Permobil received a voluntary medwatch report where it was claimed that end-user had multiple occasions where they attempted to disengage their smartdrive device via tapping of the e2 tic watch, and the device failed to respond. No injuries were reported to have been sustained because of the event.